Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2, -9.5 diopter, implantable collamer lens was implanted and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.